Manufacturer narrative:
A review of lot c312 was conducted. There were no nonconformanes associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pump tubing organizer (pto) leaks; CAPA's (B)(4) have already been initiated to investigate pto leaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met spec based solely on the info provided by the customer. (B)(4).

Event description:
Customer called to report blood leaked from pump tubing organizer (pto) during elutriation phase of buffy collection, procedure took place on (B)(6) 2014. Customer stated they had a return pressure alarm so they reset the alarm, made adjustments to pt's access and continued to resume the procedure. However, return pressure alarm reoccurred, so customer turned the return pump counter clockwise to resolve the alarm. Upon turning the pump, customer heard a loud popping sound and noted blood was leaking from under the pto near the return pump tubing filter on the plate. Customer stated they aborted the procedure and did not return any/blood products to pt. The customer did not return product for investigation.